Event description:
The customer reported being treated three times by the paramedics due to low blood glucose levels. The first two events were in (B)(6). The third event was yesterday. Troubleshooting was performed, and the time was programmed incorrectly. The customer had three basal rates programmed, and she was advised of the importance of having the correct time programmed in order to receive the correct basal rates at the correct times. Assisted the customer with the programming of the correct time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.